Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: a non-healthcare professional called on behalf of the customer to report that their adc device provided "false low readings alarms" as the adc device gave a reading of 53 mg/dl compared to an unspecified fingerstick reading of 87 mg/dl; "nearly 61% of actual, way beyond abbott's stated specs." The customer states the "low reading issues began when abbott switched from libre 3 to their new libre 3 plus design. As an engineer, I can't help but suspect that abbott has a design flaw, not manufacturing defect." Adc customer service has successfully contacted the customer to confirm the information in the report. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.